Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that medical doctor was seeing many leads falling in ventricle and was wondering what the helix could extend and retract in boston scientific leads. No patient involvement.